Event description:
This report was received by baxter global pharmacovigilance (gpv) and is a report by a consumer with supplemental information from a nurse in the USA of patient made mistake/touch contamination and peritonitis with culture positive for (B)(6) in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported the following. On an unreported date, the patient made a mistake of touch contamination (details not provided). Per the consumer, this caused peritonitis to occur on (B)(6) 2012. On (B)(6) 2012, the patient was hospitalized for the peritonitis. Treatment for the peritonitis was not reported. On (B)(6) 2012, the patient was discharged from the hospital. Dianeal therapy was ongoing. The consumer reported, the nurse trained (date unspecified) the patient to use "alcavis" to disinfect the therapy area prior to using pd solutions. On (B)(6) 2012, additional information was received from a nurse as follows. The nurse clarified that on (B)(6) 2012 (previously reported as (B)(4) 2012), the patient experienced peritonitis. The nurse clarified that the mistake of touch contamination was the patient did not wash her hands prior to performing pd therapy. The nurse confirmed the hospitalization dates. On an unreported date in the beginning of (B)(6) 2012, the patient was retrained on aseptic technique. On (B)(6) 2012, the patient recovered from the peritonitis. The nurse reported, the cause of the peritonitis was due to the patient not washing her hands prior to performing pd therapy and confirmed it was not related to a baxter device or solution.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This complaint is for a report of a use error - breach in aseptic technique and serious injury. The complaint is confirmed because the nurse reported a breach in aseptic technique by patient described as home patient did not wash hands prior to performing pd therapy. The assignable cause for the breach in aseptic technique was not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.